Event description:
It was reported that during an unknown procedure, the device did not fire when it was used. Not noted how the case completed. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: based on analysis, this file is considered to be reportable. One device was returned with the firing trigger jammed halfway, otherwise in good visual condition and loaded with a 2/3 partially fired cartridge that was noted to have the lockout tab damaged. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support was noted to be damaged. Due to damage observed on the internal components of this devce, it appears that an attempt was made to fire the device with a spent cartridge, or with a partially fired cartridge that had an activated lock out spring. The device is designed so that if an attempt is made to overpower the spent cartridge lockout, the firing trigger will be damaged rendering the device unusable. As the instructions for use state, "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the device. Caution: the firing stroke must be completed. Do not partially fire the device." A batch record review was performed and no anomalies were found during the manufacturing process.